Manufacturer narrative:
(B)(4).

Event description:
Some parts of the anchor broke off during insertion in the humerus. A backup device was readily available. No delays or patient injuries were reported.

Manufacturer narrative:
Device investigation narrative - examination was not possible, as the device has not been returned. The investigation was limited to the information provided; the investigation could not draw any conclusions about the reported event without the return of the device in question. Further investigation is not warranted at this time.

Event description:
Some parts of the anchor broke off during insertion in the humerus. The broken pieces were removed from the patient. A backup device was readily available. No delays or patient injuries were reported.